Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 420 mg/dl. Customer reported that yesterday evening, an emergency delivery for infusion set was set up and customer was satisfied and was reporting that it had arrived. Customer reported that his serter was missing, have checked in and out the house and he thinks he missed placed it. The insulin pump and other devices will not be returned for analysis.